Manufacturer narrative:
(B)(4). Concomitant medical device: architect i2000sr analyzer ln 3m74-01, serial #: unknown. The investigation determined the causes of the increase in frequency of static discharge events were due to the architect reaction vessels (rvs) supplier's manufacturing material and manufacturing processes. The previous investigation identified rv lots made from a particular (B)(4) lot were responsible for a majority of the static discharge events. Analysis of this (B)(4) lot determined it has unique compositional and analytical characteristics when compared to other (B)(4) lots, which facilitated the build-up of static charge on the rvs. The previous investigation also identified variables within the suppliers' (B)(4) process that contributed to static charge variation across rv lots. The latest investigation identified additional variables within the suppliers (B)(4) process. Abbott has implemented more stringent static charge sampling and testing for acceptance of all incoming rv lots from our supplier. Abbott has worked in close collaboration with our suppliers to assure consistency of incoming (B)(4) material, and to improve the supplier's (B)(4) process to reduce the potential generation of static charge.

Event description:
The customer observed error code 1007 (unable to process test, activated read failure) when reaction vessel lot 72252p100 was in use. The customer's architect analyzer logs were evaluated by abbott. There was no impact to patient management.

Manufacturer narrative:
(B)(4), concomitant medical products: architect i2000sr analyzer, list # 3m74-01, (B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.